Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed fault 16 (timeout moving to take-up position) upon powering on," which was confirmed in the archive data and during functional testing. The root cause of the reported complaints was a seized brake gap due to rust or corrosion on the brake assembly area of the drivetrain motor. Per the customer, the autopulse platform was usually stored in the rescue compartment of their fire truck when not in clinical use. Unrelated to the reported complaint, the platform's archive was partially corrupted. Therefore, unable to verify whether the customer performed the daily device checks. Daily device checks are required per the user manual to help prevent the brake from seizing. Also, storing the autopulse in a low humidity location could help prevent the brake from seizing. Upon visual inspection, no physical damage was observed. The archive data indicated several fault 16 on the reported event date, thus, confirming the reported complaint. Unrelated to the reported complaint, it was noted that the archive was partially corrupted. The possible root cause for the corrupted archive could be repeated power on/off the device, autopulse platform's power suddenly interrupted during active operation, or an internal software latch error. However, no device malfunction or error related to the corrupted archive was observed during the testing performed at zoll. The autopulse platform failed initial functional testing due to fault 16 displayed upon powering on, thus, confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to rust or corrosion at the brake assembly area of the drivetrain motor. The brake got seized due to rust or corrosion and prevented the brake from opening or close during activation. This caused fault 16 and prevented the autopulse platform from performing compression. Zoll service personnel used isopropyl alcohol (ipa) to clean and remove the rust or corrosion at the brake assembly area. Also, zoll service personnel verified that the brake gap was within the specification of 0.008" ±0. 001". In addition, the autopulse platform was further tested with the large resuscitation test fixture (lrtf), and the platform passed the test without any fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was deployed to be used to resuscitate a (B)(6) year-old male cardiac arrest patient. Upon powering on, the autopulse platform displayed fault 16 (timeout moving to take-up position). Immediately, the crew reverted to manual CPR. No consequences or impacts on the patient. The customer stores the autopulse platform in the rescue compartment of their fire truck when not in clinical use.